Event description:
It was reported that this right ventricular lead was explanted due to an unknown reason. No product allegations have been received at this time. No additional adverse patient effects were reported.